Event description:
It was reported that line was placed in brachial vein, in lower third of svc. Line did migrate to proximal svc. Line was reported as being "positional" on (B)(6) 2012. Patient reported pain in vein. Patient also reported general discomfort in arm, but no swelling observed. Line removed (B)(6) 2012. Fracture of line noticed 7 cm distal to exit site.

Manufacturer narrative:
The device has not been returned to the manufacturer at the time for evaluation. A lot history review (lhr) of revj0841 showed no other similar product complaint(s) from this lot number.